Event description:
Needless adapters break in vials when drawing medications out, leaving the needless portion in vial.

Event description:
Needless adapters break in vials when drawing medications out, leaving the needless portion in vial.